Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 4.7. Date: eight days later, inratio: 8.7, lab: 1.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.4, ref: 8.7, mean: 5.05, confidence limits: unable to determine. Per event details, customer had stomach bypass surgery. At 4.7, inr is excluded from comparison test due to no lab result. Inratio result provided by the customer is registered on memory, but is considered inaccurate within the context of documented variability. Strip investigation was performed on strip lot 214530. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Investigation. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for lot #214530 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Customer results analyzed in-house and the confidence limits were unable to be determined and are considered inaccurate. Patient had surgery two weeks prior. Patients condition and treatment may affect test results. In-house investigation; temperature sensing passed. Visual inspection passed. Meter memory registers data reported. Accuracy test performed on returned strip with returned meter, and accuracy met criteria. Product deficiency not established. No corrective action required at this time. As of the following month, 23 discrepant result complaints were reported for lot #214530; yielding a complaint rate of 0.038%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.